Manufacturer narrative:
The recipient is reportedly doing well after device reactivation.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced no auditory response to stimulation. The recipient underwent repositioning surgery.